Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although, it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a pt underwent a minimally invasive lumbar tlif at l4-l5 and l5-s1 where rhbmp-s/acs was used. The pt initially did very well post-op. Approx ten months post-op, the pt developed pseudarthrosis. The pt underwent a surgical revision due to a broken pedicle screw. During this procedure, a tissue sample was taken. The surgeon described pseudarthrosis, but also indicated seeing a lytic response at the endplates and within the facet joint. There was no noted cage migration or less of disc height.